Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away while wearing the insulin pump. Prior to her death, the customer was in a coma from (B)(6) 2010 to (B)(6) 2010. The customer was sent home, and was being cared for by nurses. The customer experienced shortness of breath, then passed away. The caller agreed to return the insulin pump for analysis.